Manufacturer narrative:
E1 - facility name shortened from "(B)(6) hospital the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit; water-tightness loss; and noise in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunction was due to disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the cable out of order. There was a wrong contact on camera cable. The issue occurred during an unspecified urology procedure. The procedure was completed using the same device. There were no reports of patient harm.